Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. As soon as the pump was started, it showed no flow. The pump was explanted, and a visible clot was found in the inlet. It was not specified if there was any further intervention, but it was reported that the patient survived.